Event description:
It was reported that the coil detached and was removed with a snare. The target lesion was located in the left renal aneurysm. A 20mm x 40cm interlock-35 was selected for use. During the procedure, the coil was advanced 2-3cm into the catheter when resistance was felt. After the coil could not continue to be pushed in the catheter, an attempt was made to retract the shaft, and the device was detached. Only the shaft was withdrawn and the coil was left in the patient, which was later removed with a snare. Also, it was found that the coil was stretched after it was withdrawn from the catheter. The procedure was successfully completed with another of the same device. There were no complications, and the patient is stable.

Event description:
It was reported that the coil detached and was removed with a snare. The target lesion was located in the left renal aneurysm. A 20mm x 40cm interlock-35 was selected for use. During the procedure, the coil was advanced 2-3cm into the catheter when resistance was felt. After the coil could not continue to be pushed in the catheter, an attempt was made to retract the shaft, and the device was detached. Only the shaft was withdrawn and the coil was left in the patient, which was later removed with a snare. Also, it was found that the coil was stretched after it was withdrawn from the catheter. The procedure was successfully completed with another of the same device. There were no complications, and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the main coil was returned with the pusher wire inside the introducer sheath. The main coil was observed kinked. No more damages or issues were observed. Functional inspection revealed that the pusher wire and the main coil were advanced through the introducer sheath without problems, no resistance was noticed. Dimensional inspection showed for the pusher wire, the outer diameter of the weld, wire arm, and wire were within the specifications. The outer diameter of the zap tip, primary coil and the coil arm of the main coil were also within the specification.